Manufacturer narrative:
Result: the pet lock was broken on the proximal end of the ruby coil pusher assembly and the pusher was kinked approximately 1.0 cm from the proximal end; the stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was inside the distal detachment tip (ddt); the coil was detached and stuck inside its introducer sheath. Conclusion: evaluation of the returned device revealed sr wire to the coil was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The broken pet lock was likely incidental, and may have occurred during removal of the device from the patient or during packaging the device for return. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician had difficulty advancing a ruby coil through a px slim delivery microcatheter (px slim). While resheathing the ruby coil back into the introducer sheath, it unintentionally detached inside the introducer sheath. The detached ruby coil was removed and the procedure was completed using new ruby coils with the same px slim. There was no report of an adverse effect to the patient.